Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Summary of investigation findings: based on the review of provided imaging it was not possible to conclude the exact root cause for this event. In this case endograft thrombus developed during the first month, improved by 6 months and then slightly worsened by 12 months. Excluding the distal stent, thrombus within the graft was located along the inner aortic curvature only where fabric was redundant from stent crowding. The distal stent thrombus had a stereotypic concentric distribution at the distal stent trailing edge with one sheet like component in between two adjacent stent elements. The thrombus significantly improved after one month. The patient may have been anticoagulated. Thrombus in the stent graft in relation to patients treated for btai indication was previously described in the public scientific literature. The mechanism for stent graft thrombus in btai patients are unknown but stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2014, the patient received a ztlp-p-24-105-ci3 proximal component. The completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2015 CT scan (346 days post-procedure): analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. It was noted "dissection flap or thrombus at distal most thoracic graft appears more prominent." Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: dissection flap or thrombus 346 days post-procedure. On (B)(6) 2014, the patient received a ztlp-p-24-105-ci3 proximal component. The completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2015 CT scan (346 days post-procedure): analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. It was noted "dissection flap or thrombus at distal most thoracic graft appears more prominent." Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.